Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue had occurred during planned treatment of coronary procedure. The procedure was aborted and stabilized the patient and redo the procedure after fixing the issue. It was reported that the system did not produce x-rays. Philips remote service engineer (rse) found error in logs ¿rmt - ipu: frontal ippc failed to boot up¿ and ¿rmt - ipu: exposure not possible¿. Upon further inspection, philips field service engineer (fse) checked the system and confirmed that the ip pc was defective. Fse replaced the ip pc. After the replacement of ip pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.